Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. No adverse patient effects were reported. This supplemental report is being submitted to correct the device implant date which is unknown.